Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate programming resulting in automated mode switch episodes were observed through a remote merlin.net transmission. No patient symptoms were reported. No intervention was reported.